Manufacturer narrative:
The allegation of an instrument malfunction related to the slide heater location #16 running cooler than other locations on the slide tray could not be verified. Erroneous results could not be replicated at the customer site or upon return to ventana using this same slide heater location. Additionally, the fact that the positive control tissue located on the same slide stained appropriately, supports that the ventana instrument and reagent products did not malfunction. This incident is being reported because as of the date of this report, no information regarding whether there was any negative impact to patient health has been received by the manufacturer.

Manufacturer narrative:
Since the submission of the intial report for 2028492-2012-00004, information regarding the impact to patient health resulting from the report of a false (B)(6) result for (B)(6) has been received from the complainant site pathologist. The pathologist has reported that the patient that received the initial (B)(6) result for (B)(6) received one additional chemotherapy treatment with no known impact to health as a result of the additional treatment.

Event description:
A customer reported that they had discovered a patient tissue slide that had been stained using ventana confirm anti-ER (sp1) primary antibody that showed false negative staining results. The positive control tissue located on the same slide stained appropriately. The customer discovered this issue during a validation of a new automated slide stainer (ventana benchmark ultra) in their laboratory and were using slides stained previously on a different instrument (ventana benchmark xt) as concordance comparators for the validation protocol. The same patient tissue specimen prepared using a new slide and run on the benchmark ultra at a later date stained positively on both the positive control tissue and the patient tissue specimen. The customer reported these dissimilar results to ventana on (B)(6) 2012. The original result for anti-ER run on the benchmark xt instrument was generated on (B)(6) 2012. An exhaustive investigation has been conducted. The investigation included examination of the benchmark xt instrument at the customer site and upon its return to ventana. There was information received from the ventana field service engineer regarding this benchmark xt instrument that slide heater position #16 was running 30 degrees cooler than the other positions on the slide tray. This observation could not be verified based on the troubleshooting performed on the device during the investigation. Further, if the slide heater temperature was not adequate to produce acceptable staining, the positive control tissue on the same slide would not have stained appropriately. Reagent performance was excluded as a potential root cause of the negative patient tissue staining as the control stained appropriately. Based on the investigation conducted, ventana could not verify that there had been any malfunction of the benchmark xt instrument used to stain the patient tissue in this customer allegation. The possibility that a surface anomaly on the glass slides affecting reagent fluid coverage had caused or contributed to the false negative staining could not be excluded. Pre-analytical precautions for storage and handling of positively charged glass slides has been shared with the customer as a result of the investigation.